Event description:
Event description cpi received information that this implantable pulse generator (ipg) was electively explanted while replacing an atrial lead model 4269. The lead was taken out of service due to oversensing and loss of capture.